Event description:
It was reported that the device's case/ buttons were not responding while alarming. The event occurred during infusion. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI; h4: updated. One device was received for evaluation. Visual inspection found the device to be in used condition, damaged rear housing, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. It was determined that the most probable root cause is user error. The service history review had no indication that the complaint was related to a service of the device within the review period.